Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a followup report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.